Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check a day post lead implant, atrial lead was found to be dislodged. Lead was explanted and replaced. Patient¿s condition was stable throughout the event.